Event description:
During sapheneous vein harvesting procedure saline leaked from the handle, the surgeon had to convert to the traditional full incision method to complete the case. No additional complications were reported.